Event description:
On (B)(6) 2013, rotaflow system (console serial number (B)(4) and drive serial number (B)(4)) displayed error code 4.1, while in use on a small patient (2.2 kg) at (B)(6) hospital. After error code 4.1 was displayed on the console, the pump stopped running and made a high pitched alarm. The console was powered off/on, but the flow could not be achieved. Hand cranking of the pump was performed and the entire rotaflow system was replaced. According to the customer, the flow rate was approximately 400cc/minute for twelve (12) hours. The console was in stand-alone mode with the bubble sensor overridden and a dummy plug in the level sensor input. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. Per the service order, the rotaflow console was turned on and the error txrx appeared. The connections on the rotaflow drive were checked. The rotaflow drive was then swapped out and the unit still displayed the txrx error. The unit was then ran in the free and stand alone mode and the error txrx was still showing. A flow measure board was order for the rotaflow console. On (B)(6) 2013, the flow measure board was installed in the rotaflow console. The unit was ran on a test circuit for 45 minutes and no issues were observed. Reference: complaint (B)(4).